Event description:
It was reported "swg kinked in 2 places in the package." This was found prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The photo shows a guide wire containing a kink near the distal end. The customer also returned one opened cvc set with a guide wire for analysis. The guide wire was returned within its advancer tube. No obvious signs of use were observed. Visual inspection revealed several kinks and offset coils near the distal end of the guide wire body. The kinking in the guide wire was located within the guide wire segments that are protected by the assembly tubing during packaging, shipping, and handling. Microscopic examination confirmed both welds were present and spherical. The kinks on the guide wire measured 11mm, 13mm, and 27mm from the distal weld. The total length of the swg measured 452mm, which is within the specification limits of 449.2mm-458.8mm per the guide wire product drawing. The outer diameter of the swg measured 0.45mm, which is within specifications of 0.432-0.457mm per the guide wire product drawing. The returned swg was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The undamaged portions of the wire passed through a lab inventory 21 ga introducer needle with minimal resistance. A manual tug test confirmed the distal and proximal welds were secure. Manufacturing was previously contacted regarding complaints of this nature. They confirmed that the guide wire assemblies are 100% inspected for kinking. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use if package has been previously opened or damaged". The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual inspection revealed several kinks and offset coils in the guide wire, within the sections of the guide wire that would be protected by the assembly tubing. Despite the damage, all relevant dimensional and functional requirements were met, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, the root cause cannot be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4). UDI# (B)(4).

Event description:
It was reported "swg kinked in 2 places in the package." This was found prior to use. There was no patient involvement.